Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased alinity I tsh results for one patient. The following data was provided (customer¿s normal range is 0.35-4.94 miu/l):sample ID (B)(6) initial result was <0.0083, repeats were 0.0083 and <0.0083 miu/l. The sample was sent to a reference lab and the result was 0.50 uu/ml, which the customer stated is equivalent to 0.50 miu/l, reference lab normal range is 0.27-4.2 uu/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a falsely decreased alinity I tsh result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and testing of the complaint lot. Trending review determined no related trend for the product. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Device history record review on lot number 38337ud00 did not identify any non-conformances or deviations with the likely cause lot. The overall performance of alinity I tsh reagents in the field was reviewed using data gathered via abbottlink from customers worldwide and suggested that the performance is acceptable. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 38337ud00, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I tsh, lot number 38337ud00, was identified.